Event description:
It was reported that during an unspecified spinal surgery the upper jaw of the pituitary was broken in the patient's disc space. Delay in surgery, needed to intra op x-ray. The fragment was recovered.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The upper jaw is broken off at the base of the dynamic jaw. Optical examination discovered a quasi-brittle fracture. The morphology of the fracture suggests the direction of fracture. The location, direction and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.